Event description:
It was reported that a cgm error 42 occurred related to the customer's sensor. There was no adverse impact to the customer¿s blood glucose level. The customer received guidance from technical support to perform a pump reset, successfully resolved the error, and continued their sensor session without further issues.